Event description:
A pt was treated in the glabella on 1/31/1997.on 2/7/1997, the pt felt induration and localized cysts at the injection site and a severe frontal headache from the area of the injection towards the front. This pain prevented her from working; a specialist in neurology prescribed tranxilum, lexatin, feldene,tonopan, and nervufen. The pt was psychologically and professionally altered. The physician believed the induration, cyst, and headache were probably related to collagen.

Manufacturer narrative:
Pat. Prob. Code: 1907 and 1880 - labeled. 1907: hypersensitivity injection site. 1880: headache.